Event description:
It was reported that the insulin pump is stuck in the rewind loop. Customer did not try to deliver a bolus while in the rewind/prime process after sending bg to pump via meter. Customer does not see the bolus delivery screen with 0.0 units. Customer is able to escape to the status screen. It was advised to press the act button on the rewind complete screen; customer was able to rewind the insulin pump. It was then reported that there is an air bubble at the top of the reservoir; it was instructed to use the reservoir plunger to push the air out. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.